Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the nurse programmed an unspecified medication rate and mode incorrectly. Although requested, no other information was provided.